Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high thresholds, including a loss of capture at maximum outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high pacing impedance. It was noted that capture threshold had risen. The lead remains in use. No patient complications have been reported as a result of this event.